Manufacturer narrative:
(B)(6). The device was manufactured between march 13, 2019 - march 15, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which revealed that the bladder was ruptured. The reported condition was verified. Due to the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon (bladder) of a small volume intermate ruptured vertically during the filling process of the compounding stage. The unit was injected with 0.9% sodium chloride. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.